Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was discharged the following day. At the time of this report, the antibiotic treatment was ongoing and the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896290 and gd896589. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a supplemental report will be submitted.